Event description:
I used terumo surshield safety winged blood collection set (lot: 240511b exp: 4/30/27) to draw blood. I removed the needle and activated the safety shield by pressing the shield into the needle on a hard surface. *note- I rotated the needle and it was facing up with the safety shield facing down when the shield was activated. It locked into place but it blood splashed upward toward my face, however there I had no contact with the blood.